Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation: during evaluation of the sample a crease was observed on the anterior view. During the leak testing no issues were observed. No other anomalies were found. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. T the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel 300cc, silicone breast implants which bilaterally ruptured and bilateral issue with capsular contracture baker grade unknown after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat #3507360mc, sn #(B)(4), and left replaced with cat. #3507360mc, sn #(B)(4) on (B)(6) 2019. This report is for the right side.